Event description:
Medwatch# (B)(4), was received. Hospital also reported: left leg chronic draining sinus with osteomyelitis infected hardware. This is 7 of 7 reports. Add'l info from user facility report: pt received large fragment, periarticular, proximal tibial locking plate on (B)(6) 2008 after sustaining a high energy tibial plateau fracture. On (B)(6) 2012, pt presented to hospital for surgery to remove the plate and screws after draining at home for months. He presented to his physician's office and was found to have a sinus tract. The physician recommended removal of the hardware along with irrigation and debridement. This was done in the operating room on (B)(6) 2012. The cultures reported no growth and the pt was placed on vancomycin after the surgery and during his hospitalization. The patient also had to have a wound vac placement while in the hospital. The pt was to follow up two weeks after discharge from the hospital on (B)(6) 2012 with the orthopedic surgeon.

Manufacturer narrative:
Info received from returned hospital questionaire. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.